Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the primary cause of death was respiratory failure, medialstinal hematoma, descending thoracic aortic aneurysm. An autopsy was performed and the stent grafts were explanted, but were not returned. The investigator assessed this event as not device or procedure related.

Event description:
Additional information was received as follows: cta at the time of death revealed a type ia endoleak into the aneurysm sac between the attachment site of the stent graft and the native aortic wall. A large mediastinal hematoma, probably from rupture of the aneurysm sac was compressing the left atrium. The cec adjudicated the event as aneurysm and device related and not procedure related with cause of death as ruptured thoracic aneurysm.

Event description:
A talent captivia stent graft system was implanted for the endovascular treatment of a greater than 6 cm diameter thoracic aortic aneurysm. The patient had a pre-existing ascending aorta surgical graft replacement. Approximately 3.5 years post implant the patient's daughter called to inform of the death of the patient occurred at another hospital. The patient had complained of chest pain and hypotension. Cause of death is unknown at this time per the investigator.